Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced the safety mechanism/needle disengagement being difficult to remove. The following information was provided by the initial reporter: material no.: 383532, batch no.: 0334194. Nurse was inserting IV; found that the grey portion to retract the needle would not retract and would not detach from the device ¿ IV was discontinued. New IV was inserted.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced the safety mechanism/needle disengagement being difficult to remove. The following information was provided by the initial reporter: material no.: 383532, batch no.: 0334194. Nurse was inserting IV; found that the grey portion to retract the needle would not retract and would not detach from the device ¿ IV was discontinued. New IV was inserted.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0334194. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was submitted to our facility, which displayed a partially decoupled device. Unfortunately, without the affected device, our engineers were unable to verify any characteristics that would allow them to definitively identify a root cause for this non-conformance.